Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51.1mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter at the left lowest renal was 17.2mm. Neck length was 18.5mm. The distal aorta diameter was 15.2mm. Right common iliac seal length was 41mm. It was reported that a CT post operative performed approximately three months post index procedure revealed a possible type ia or type IV endoleak. The patient did have regular follow up visits. The cause of the endoleak is unknown; however, it was noted that there was probably oversizing of the stent graft. No clinical sequelae were reported and the patient will be monitored by the physician. A review of returned films pre-implant showed an angulated proximal neck which is severely calcified. The neck diameter below the lowest left renal is 17 - 18mm. The left kidney is atrophied. There is a 4.8cm diameter aaa. The distal aortic diameter is 10x12mm and severely calcified, and the iliacs are also very calcified. Cta's post-implant showed that the aui was positioned just below the left renal in the calcified neck; the proximal stent graft od was 18 x 22mm. The device extends into the left common iliac. The limb is patent, and no suprarenal stent entanglement or obvious infolding was observed. Contrast is seen beginning in the proximal aaa sac. The source of the endoleak could not be confirmed from these images. This may be a proximal type I endoleak, but could not rule out a type iii fabric endoleak. A possible cause of a type ia endoleak could be the calcified proximal neck and/or stent graft oversizing.

Manufacturer narrative:
(B)(4). Method: films. Results: endoleak. Calcified proximal neck. Treatment of a patient with aortic neck diameter less than 19 mm. Conclusions: endoleak. Calcified proximal neck. Treatment of a patient with aortic neck diameter less than 19 mm.

Event description:
Additional information was received for this case. The patient received an intervention to resolve the type ia endoleak. During the intervention, an endurant cuff was placed a little high and the physician added a stent to the right renal. The endoleak was not resolved. The physician added another manufacturer's stent and the endoleak was resolved. The intervention was completed successfully and the patient is doing fine.